Manufacturer narrative:
(B)(4).

Event description:
It was reported three days after the lead was implanted, the patient experienced diaphragmatic stimulation while lying down. The issue was resolved once the device was reprogrammed. No adverse consequences were reported since the change was made.